Event description:
The hospital reported a malfunction that resulted in high co2 delivery. There was no report of patient injury.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The soda lime canister was replaced to resolve the issue. Block a: patient information could not be obtained due to country privacy laws.â â  legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.